Event description:
Ventilator unit in use with wall oxygen tubing connected to a pressure line adaptor. Resident, vent dependent, quadriplegic. Pulse oximeter alarm went off. O2 line off of connector. Immediate response to reconnect. CPR, abmu bag, 911 to acute care ER. Resident expired.